Event description:
The consumer reported that they were unable to charge their implantable neurostimulator (ins). The patient stated that it has been a couple of weeks ((B)(6) 2016) since the last successful recharge session. It was noted that the ins never did help with her pain and didn't plan on using the spinal cord stimulation (scs) any longer; the patient wondered if she could keep the ins in her body or needed to have it removed. Follow-up has been attempted to contact the healthcare provider (hcp) , but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.